Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a section of tubing from a clearlink system continu-flo solution set became detached at the y-site (clearlink). The issue was described as, "a section of tubing pulled loose from the y-site". This occurred while preparing to spike an unspecified bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between april 7, 2025 ¿ april 8, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.